Manufacturer narrative:
(B)(4). The event is still under investigation.

Manufacturer narrative:
(B)(4). During the course of investigation, a review of the complaint history, documentation, quality control (qc), IFU and dimensional verification was conducted in addition to a visual inspection. The customer returned one used and separated outer sheath and the blue inserter; however, the inner dilator was not returned. The visual inspection confirmed that the separation occurred in the shaft of the catheter, not at the hub/shaft connection. Light tugging and bending of the portion of the shaft that was still attached to the hub confirmed that there were no cracks or breaks in the bonded area. It was noted that the shaft of the catheter was separated at 0.8 cm from the proximal hub. There was also twisting noted in the shaft. The separated portion of the catheter measured 9.1 cm in length and there was some fraying on the shaft noted at the separation. Both the introducer and the dilator are produced by approved vendor. As part of the investigation, the vendor was contacted for information about the production conditions from the raw material production lot. There were no reported problems during production of the lot. The re were no rejections at incoming quality control reported for this lot. It is possible to suggest that forces beyond the intended design of the catheter were required during removal of the device. Then the twisting of the catheter led to separation of the catheter shaft. However, without more information on the condition of the patient or the procedure, it is unknown why the twisting was necessary to remove the catheter, so the root cause of the complaint cannot be determined with certainty. The appropriate internal personnel have been notified and will continue to monitor for similar events. Per the conclusion of the quality engineering risk assessment, no further risk reduction is required.

Event description:
As reported to customer relations: the micropuncture set pulled apart when the physician was removing it from the pt. The pt was not harmed. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.